Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-9580-2410s univers revers modular glenoid system augmented baseplate became loose post-operative. In (B)(6) 2022, the patient underwent an augmented rtsa procedure in which the baseplate was implanted. The baseplate became loose, and the patient underwent revision surgery on (B)(6) 2024. During the procedure, the baseplate was removed, and a new one was implanted with a screw more inferior. There was enough screw purchase, and the surgeon was pleased with the fixation. The stem was stable. Cultures were taken, and no infection was present. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.